Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).

Event description:
Physician used one pacific extreme pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however, it was reported that during treatment with the pacific extreme pta balloon catheter , a dissection (type d) occurred. Dissection was treated with a stent. Patient recovered.

Manufacturer narrative:
(B)(4).

Event description:
The dissection was treated with two medtronic stents. Investigator has assessed that the event was not related to the device and definitely related to the procedure.

Manufacturer narrative:
Event not related to study drug.

Manufacturer narrative:
.

Event description:
Device success has been changed to no. The device was not successful due to occurence of dissection.